Manufacturer narrative:
Received one (1) used 15443-31 primary plum set for inspection. The vent plug juncture and filter vents on the 1.2 micron filter were wetted out with prior infusate. The set was tested per product specifications. There was leakage at the inlet and outlet filter vents of the 1.2 micron filter. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to a prior infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 6-jul-2023.

Event description:
The incident involved a primary plum set. The reporter stated that the nutrition was leaking through the pores of the filter; there was a dripping from the pores. The nutrition was removed, the report was provided and the nutrition bag and the filter equipment were delivered to the pharmacy. Due to institutional management, the administration of total parenteral nutrition was suspended, for which reason the patient did not receive the nutritional requirements that corresponded to him that day. There was patient involvement, however no one was reported harmed as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.